Manufacturer narrative:
(B)(4): complainant part was lost by the facility and is not available for return.establishment name and address reported in error on initial medwatch. This information for that section is unknown.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three instruments were broken postoperative. No patient involvement. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Additional manufacturing date for lot 6826714 is (B)(4) 2012. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: rms company manufactured the locking holding sleeve, (B)(4)on lot 6826714. Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(4) 2012, and was inspected and 75/84 conformed to synthes final inspection sheet. Non-conformance report (B)(4) was issued on (B)(4) 2012 for dimension non-conformance (parts failed no-go gauge); 9 parts were returned to the supplier, and the ncr was closed on (B)(4) 2012. The 75 passing parts were released to the warehouse on (B)(4) 2012. Rms company manufactured the locking holding sleeve, (B)(4) on lot 6826714. Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(4) 2012, and was inspected and conformed to synthes final inspection sheet. The parts were released to the warehouse on (B)(4) 2012. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.